Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager was failed and displayed an error message "med in failed unit". Customer stated that unable to pull the medications because the button was greyed out, and the fridge could not be opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed. A field service engineer (fse) identified that the smart remote module was misaligned, preventing the door from closing completely. The adapter plate was loosened, the srm was adjusted and re-tightened, and the door was tested in hta, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.